Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 6 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the lvad clinic with some swelling and drainage around driveline exit site. Us soft tissue/lower back on (B)(6) 2017 revealed a small amount of fluid surrounding the driveline within an area extending from near the skin entry for approximately 5 cm. No discrete abscess identified. A culture taken was positive for heavy growth of staphylococcus haemolyticus. Cefadroxil was initiated. On (B)(6) 2017, the patient presented to the emergency room with worsening pain, increased redness and drainage from driveline site. The patient was admitted for treatment with IV antibiotics. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported event could not be determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.